Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. Prior to the procedure, when the device was tested outside the patient, it was noticed that the first band would not deploy. A second speedband superview super 7 was used which was also tested outside the patient; however, the first band would not also deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7was analyzed, and a visual evaluation noted that the handle slot had evidence that the trip wire was secured. The ligator housing did not have any bands attached and the ligator housing teeth were not damaged. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. There were no device problems noted during device analysis, the ligator housing was returned without any bands attached, and the ligator housing teeth and the handle did not have any visible damage. The ligator housing teeth and the handle had no visible damage. Based on all available information and analysis of the returned device, the most probable root cause of the reported event is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. Prior to the procedure, when the device was tested outside the patient, it was noticed that the first band would not deploy. A second speedband superview super 7 was used which was also tested outside the patient; however, the first band would not also deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.